Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimates and remained static. Reportedly, the cartridge was filled with 215 units of insulin, and after the delivery of a 8.75 unit bolus, the insulin gauge displayed 215 units instead of the intended 206 units. Blood glucose level was 90 mg/dl. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support.